Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation. The patient's physician advised the patient that the lifevest could be removed for 'an hour here and there' and also prescribed desonide cream. Follow up indicated that the irritation was still present but improved.